Event description:
A female admitted to the hosp with toxic shock syndrome in setting of menses, tampon use. Child has recovered. On follow-up visit with physician -reporting-, mother brought box of tampons that pt was using at time of onset of illness - visible contamination/discoloration of absorbant material of tampon -which was in individual plastic wrapper-. Compared to different box of same product - clearly different appearance -white-. Dose of use: one tampon. Route: vag. Dates of use: 2009. Diagnosis: menstruation.